Event description:
It was reported that a balloon issue occurred. A 4.50 mm x 8 mm nc emerge was selected for treatment of the target lesion located in the left circumflex artery (lcx). The balloon was advanced to the lesion and during inflation, the physician observed the dimensions of the balloon had expanded over the radiopaque markers. The procedure was successfully completed with this device and there were no patient complications.